Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue, inability to remove gripper line, single leaflet device attachment (slda), gripper line left in the anatomy, and required intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade of 4. The clip delivery system (cds) was advanced to the mitral valve, but the clip went under the valve and became caught on chordae and the grippers could not be lowered. Troubleshooting was performed, and the clip was able to be freed, but the gripper arms stayed up. The physician decided to come up again and although, the gripper arms did not come down it was decided to deploy the clip. During the attempt to remove the gripper line, the gripper line could not be removed. There was no gripper line break noted. During an additional attempt to remove the gripper line, the clip detached from posterior leaflet and remained attached to the anterior leaflet (slda). The physician decided to leave the gripper line behind in the patient. A second clip was placed to stabilize the slda and the procedure was completed. The patient was stable. Two clip implanted, reducing mr to 1-2. No additional information was provided.

Manufacturer narrative:
Device code 2017 - failure to follow instructions. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify a lot specific issue. It was reported that the user did not perform the gripper line removability successfully prior to deployment. It should be noted that the mitraclip instructions for use states ¿warning: failure to establish gripper line removability prior to deployment of the clip may result in inability to remove the gripper line. Intervention may be required.¿ all available information was investigated, and the reported gripper actuation issue appears to be a result of procedural circumstances as it was noted that the grippers were actuating as intended during preparation but during the procedure the clip got caught on the chordae likely contributing to the gripper actuation issue. The mechanical jam (gripper line - inability) was a result of the reported improper or incorrect precure/method (failure to follow instructions). The difficult or delayed positioning in the anatomy was due to a combination of challenging patient anatomy (small atrium) and procedural circumstances as the clip got caught in the chordae while orienting the clip arms in the left atrium above the valve. The reported single leaflet device attachment (slda) was a result of the inability to remove the gripper line as the clip detached from the posterior leaflet but remained attached to the anterior leaflet during one of the attempts to remove the gripper line. The reported foreign body in patient was a result of the reported mechanical jam (gripper line - inability) as the gripper line could not be removed and was left behind in the patient. The reported patient effect of foreign body in patient, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade of 4. The clip delivery system (cds) was advanced to the mitral valve, but the clip went under the valve and became caught on chordae and the grippers could not be lowered. Troubleshooting was performed, and the clip was able to be freed, but the gripper arms stayed up. The physician decided to come up again and although, the gripper arms did not come down it was decided to deploy the clip. Gripper line removability was not established successfully prior to clip deployment. During the attempt to remove the gripper line, the gripper line could not be removed. There was no gripper line break noted. During an additional attempt to remove the gripper line, the clip detached from posterior leaflet and remained attached to the anterior leaflet, a single leaflet device attachment (slda). The physician decided to leave the gripper line behind in the patient. A second clip was placed to stabilize the slda and the procedure was completed. The patient was stable. Two clip implanted, reducing mr to 1-2. No additional information was provided.